Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, a fragment of the cannula seal fell into the patient¿s anatomy. The fragment was a result of a portion of the cannula seal valve being broken off. The customer confirmed that the fragment was removed during the same procedure, and no more residue was left inside the patient¿s anatomy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cannula seal was not inspected prior to use since it is a disposable product. The cannula seal did not collide with any other instrument or hard material during the surgical procedure. The fragment was retrieved by using the other instrument during the same procedure. Visual inspection confirmed that all fragments were retrieved. No additional procedure was required to remove the fragment. No post-operative tests were performed. The procedure was completed robotically with no patient injury. The patient did not return to the hospital due to any post-surgical complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cannula seal and a fragment fell inside the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the cannula seal involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The cannula seal accessory was analyzed and found that the duckbill of the cannula seal was torn. The torn piece of was returned with the cannula seal. The complaint regarding the broken cannula seal was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to damage during various handling points, including manufacturing, installation, or use. This issue can be resolved by using an alternate accessory to complete the procedure.